Manufacturer narrative:
(B)(4).

Event description:
It was reported that "(B)(6) 2019, (B)(6) hospital, doctor found no mist came out from thr nebulizer". No patient injury reported.

Manufacturer narrative:
(B)(4). The customer returned one assembled unit of catalog number 1886 micro mist nebulizer w/elong for analysis, lot 74e1801184. Returned components included a jet, jar, cap, mask, and tubing. A visual inspection was performed and no defects or anomalies were observed. 5cc of water was added to the returned nebulizer unit, the tubing was connected to an air flowmeter and the pressure was increased to 8 lpm. During the functional inspection, the nebulizer produced mist and bubbles were not produced. The device history record of batch number 74e1801184 that belongs to catalog number 1886 has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. The DHR shows that the product was assembled and inspected according to our specifications. The reported complaint that the nebulizer did not produce mist was not confirmed through functional inspection. There were no issues found with the returned sample.

Event description:
It was reported that "(B)(6) 2019, (B)(6), doctor found no mist came out from thr nebulizer". No patient injury reported.